Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the cause of the high impedances was not determined. It was noted the patient was using electrodes that did not have high resistances and instead had low resistances. No further complications were reported or anticipated.

Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that after the stimulation was reduced, it could not be increased; settings not available was noted. When it was lowered to 0.1 in group b, it could not be increased. The device was used up to about 5.0 normally. Switched to group a, but it also could not be increased. The screen is in english, but '59' is displayed in the bottom right corner. The pain has been increasing, but it is unclear whether the cause of the pain is due to the inability to increase the intensity of the stimulator or if the original pain itself has been worsening. There were no known environmental, external, and patient factors that may have caused the event. The patient said that the battery could not be increased even though the amount of charge was sufficient, so the patient was asked to consult with the physician in charge. The next consultation was scheduled for october, so the patient's pain has been strong recently, so they were told to consider making an appointment earlier. The issue was not resolved at the time of the report. The patient outcome was listed as health damage. Additional information was received. It was reported that the cause of the settings not available (59) and inability to increase stimulation was that there was a high possibility of high impedance. They had him use electrodes other than those with high impedance values. The issue has since been resolved.